Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw (mhlas) at tooth site #19 loosened and then fractured. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
One gold friction fit abutment and zimmer replacement screw were returned for inspection attached to a restorative crown. A visual inspection revealed that the screw is confirmed to be fractured at the hex head. The other half of the screw is caught in the abutment drive feature. A malfunction was confirmed following inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The reported event of screw loosening could not be verified. However, the device malfunction for the fracture was confirmed. A root cause cannot be determined. The following sections have been updated: date of this report; manufacturer; manufacturer's contact office; date received by manufacturer; checked "follow-up"; checked follow-up type; changed "no" to "yes"; entered evaluation codes for methods, conclusion, and results; added manufacturer narrative. The following section was corrected: the device codes that were previously entered into event problem codes.

Event description:
No further event information available at the time of this report.